Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The caller believes the pump over delivered insulin. The customer was given glucose tablets to treat. The customer was wearing the insulin pump during the incident, but was not wearing the pump when they arrived at the hospital. The caller stated they had performed a set change prior to the incident, and noticed a while later that 100 units had been delivered. Troubleshooting was not completed. The insulin pump will be returned for analysis.